Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. No revision procedure planned for the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. This product remains implanted and in service. No adverse patient effects were reported.